Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. The lead was returned with dried blood on the helix and within the sleevehead. Dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. The helix was inadvertently distorted during continuity testing. Over-rotation (spin) of the distal conductor was not observed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the physician had to reposition the right ventricular (rv) lead several times due to poor sensing. It was noted that the impedance on the rv lead was initially within normal range, however then jumped to greater than 2300 ohms. The rv lead was removed and checked on the table, in which it was noted the helix would no longer fully extend. The physician noted they may have over-retracted the helix while attempting to reposition the lead. The rv lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.